Event description:
Customer reported the vertical column would not go down. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the vertical lift power supply. System operates as intended. This MDR is related to ge healthcare complaint.